Manufacturer narrative:
The medical history was received and evaluated. Infection is the probable cause of failure, compounded by the pt's smoking. Smoking is a known contraindication for dental implants.

Event description:
Implant did not integrate. Pt is a smoker. One person affected.